Event description:
It was reported that one day post-implant, lead dislodgement was confirmed on fluoroscopy as well as with interrogated measurements. The lead was to be repositioned, but ended up being explanted and replaced the following day. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-58 implantable pacing lead, (B)(6) 2006. (B)(4).